Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed. The x-stage cover was bent causing the system to mistakenly set x-stage limit value too short, causing inability to dock. They adjusted and performed invalidate home a second time. Docking was successful. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in an electrode placement procedure. It was reported that the system was around the patient stating "motion calibration needed". The site brought the system out to the hallway to complete the motion calibration taking about 15-20 minutes to complete. When the system was done it was not in the dock position but stated motion calibration was completed. When the site tried to dock the stem it made a loud noise and would not get in the pins. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: a medtronic representative went back to the site to further service the imaging system. The x-stage cover was replaced on the system. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the x-stage cover was returned to medtronic for further evaluation. The reported issue was confirmed through visual/physical examination. The x-stage cover was physically damaged. It failed visual inspection due to scratches and dents on the cover. If information is provided in the future, a supplemental report will be issued.